Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the analyzer had a battery issue and would not progress beyond the error message. The device failed all functional tests. The battery was found to be depleted whilst the device was mechanically intact. The analyzer shall be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preparation for use, the analyzer had a battery issue and would not progress beyond the error message. The analyzer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.